Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device lot indicated no anomaly inspection. Mishandling the device by user might have contributed to this event. The likely cause of the probe damage error might be per the following scenario: 1. The intensively wear of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the probe damage error. The instructions for use includes the following statements which can prevent the issue from happening: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: g4, g7, h2, and h10. This event occurred during the middle of a lath therapeutic procedure. Other than the second device that failed after this one there were no other devices involved in the event. There was a delay of unknown duration. The procedure was completed with a third replacement device, unknown serial number. Patient demographics were not provided. There was not patient injury or medical intervention associated with this event. The probe did not have any physical damage. The doctor was performing seat/cut at the time of the event. There was no exposed metal. A probe damage error code displayed. The device was inspected before use. No cords were bundled. No cable damage was observed.

Manufacturer narrative:
This is the first of two associated medwatch reports filed for this event. Two failed devices were used in the event. Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint of probe damage was not confirmed. The returned device was evaluated for the probe damage error. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it burnt with metal exposed. The distal end of the device was inspected under a microscope and found charred marks to the probe tip unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Event description:
As reported for this event, during an unknown procedure the device gave a probe damage error right away. Another device was used and second device also gave the probe damage error. There is no reported adverse impact to the patient.